Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Patient was revised to address infection. Doi: (B)(6) 2007, dor: (B)(6) 2011 (cup, head adapter sleeve removed). Dor: (B)(6) 2011 (liner exchange). Dor: (B)(6) 2011 (liner/head exchange). Update: (B)(6) 2012- medical records were received and reviewed. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. Provided operative reports confirm the revision for infection but do not offer a root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.